Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cg8+ cartridge yielded a sodium result of 115. After one and a half hours a sample was tested using a laboratory system yielded a result of 142. No add'l info was available from the customer at this time.